Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/06/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic (B)(6) device was performed and passed as it was possible to download the transmitter log during the test. The global transmitter final functional test was performed and passed with no deficiency. Data logs were reviewed and confirmed the reported customer complaint of loss of connection. The root cause could not be determined.